Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 24-jul-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of ovulation pain ('terrible abdominal aches during ovulation') in an adult female patient who had essure (batch no. 509807) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required), menorrhagia ("significant bleeding during menstruation"), fatigue ("chronic fatigue"), neck pain ("neck pain"), arthralgia ("joint pain"), migraine ("regular migraines"), depression ("depression"), depressed mood ("low morale during menstruation"), gait disturbance ("limping and could no longer swim at that time for 2 years"), endometriosis ("endometriosis"), hot flush ("hot flashes"), pain ("pain all over the left side, from the neck to the coccyx") and tooth infection ("tooth infection") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ovulation pain, menorrhagia, fatigue, neck pain, arthralgia, migraine, depression, depressed mood, gait disturbance, endometriosis, uterine leiomyoma, hot flush, pain and tooth infection outcome was unknown. The reporter provided no causality assessment for arthralgia, depressed mood, depression, endometriosis, fatigue, gait disturbance, hot flush, menorrhagia, migraine, neck pain, pain, tooth infection and uterine leiomyoma with essure. The reporter considered ovulation pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain ('terrible abdominal aches during ovulation') in an adult female patient who had essure (batch no. 509807) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("significant bleeding during menstruation"), fatigue ("chronic fatigue"), neck pain ("neck pain"), arthralgia ("joint pain"), migraine ("regular migraines"), depression ("depression"), depressed mood ("low morale during menstruation"), gait disturbance ("limping and could no longer swim at that time for 2 years"), endometriosis ("endometriosis"), hot flush ("hot flashes"), pain ("pain all over the left side, from the neck to the coccyx") and tooth infection ("tooth infection") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, fatigue, neck pain, arthralgia, migraine, depression, depressed mood, gait disturbance, endometriosis, uterine leiomyoma, hot flush, pain and tooth infection outcome was unknown. The reporter provided no causality assessment for arthralgia, depressed mood, depression, endometriosis, fatigue, gait disturbance, hot flush, menorrhagia, migraine, neck pain, pain, tooth infection and uterine leiomyoma with essure. The reporter considered abdominal pain to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.